Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced a high blood glucose reading of 438 mg/dl. It was also stated that they received a change sensor alarm after consecutive calibration errors. Troubleshooting was conducted for the sensor errors. The insulin pump will be returned for analysis.